Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of thrombosis and vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after a left heart catherization interventional procedure using a 6f sheath. After the procedure and having achieved hemostasis with the proglide device, it was noted that the patients pulse diminished. An ultrasound was performed and at the access site, thrombus was noted. While attempting to treat the thrombus, it was also noted that the device caused vessel damage at the access site on the posterior wall. Surgical intervention was performed to treat the thrombus and the vessel damage. No additional information was provided.